Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "dizzy and woozy. A pt reported they were not able to read the meter. Their meter allegedly would only display incomplete window. The result on their meter was incomplete. Customer doesn't have any other way to test. Treatment was candy. No further info has been reported.